Event description:
A zoll pt service rep (psr) contacted zoll customer support while fitting an (B)(6) female patient to report the monitor's screen continues to go blank and reset. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. As received, the monitor resets when attached to an electrode belt. The cause of the resets are a disruption in communication between the monitor and electrode belt. The cause for the distribution in communication is a defective component u409, a high speed can transceiver. The root cause for the defective u409 cannot be positively identified. No adverse event resulted from the defective u409. The patient was issued a replacement monitor.